Event description:
It was reported that 20 bd maxplus¿ needleless connectors experienced leakage. The following information was provided by the initial reporter: when the joint is in use, the fluid is leaked during infusion.

Manufacturer narrative:
H6: investigation summary a mp1000-c china product was not available for investigation; furthermore the lot number was not provided to assist the investigation in this instance. The feedback provided by the customer indicates leakage was detected from the maxplus device in connection with a bd intima ii catheter during infusion. As part of the feedback, the customer provided photographs and a video of their experience; analysis of of the video confirmed the customer's experience as leakage was detected at the connection between the maxplus male luer and the catheter (appendix 1). From the provided photographs and video, it is not possible to identify any damage or manufacturing defects which could have caused or contributed to the reported leakage. The details of this feedback were forwarded to the manufacturing site for investigation. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 20 bd maxplus¿ needleless connectors experienced leakage. The following information was provided by the initial reporter: when the joint is in use, the fluid is leaked during infusion.